Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that she spoke with the customer and the customer stated that the insulin pump had a history anomaly. The customer explained that the history was showing that the last set change was 6 days back and she had changed it every 3 days. Blood glucose value is unknown. The customer declined transfer for assistance and stated she would call back when being able to troubleshoot.